Event description:
It was reported that the healthcare professional was unable to aspirate the catheter access port and unable to get a return. The pt was taken to the operating room for a possible catheter revision and pump replacement. The catheter was found disconnected from the pump. The pump was replaced prophylactically to avoid in-vivo battery depletion. No pt symptoms were reported. The pump was used to deliver lioresal. The pt outcome was recovered without sequela.

Manufacturer narrative:
(B)(4). The pump has been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.